Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The alert limit for the lead is programmed below the suggested rate. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.